Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted the proximal conductor had blood/body fluid (not obstructed), inner insulation was kinked buckled, outer insulation was breached cut, there was blood in/on helix/lobe mechanism, the lead was stretched and there was apparent explant damage.

Event description:
It was reported that the atrial lead dislodged into the right ventricle the night after the initial implant. The next day during the lead repositioning procedure, the lead dislodged again after fixation. The lead was removed and replaced. No patient complications have been reported as a result of this event.